Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual examination of the connector noted tool marks were present. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection. The patient was treated with antibiotics and the implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.